Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. The investigation determined the rupture occurred in a non-stented area above the implanted stent graft. There were no complications reported during the implant. A computed tomography scan taken between the procedure date and the date of death did not reveal an endoleak or any apparent device issue. Information related to the patient death was requested from the facility; however the request was denied. The device was not returned for evaluation. Aortic damage is a known risk of the procedure.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
Patient received an implant on (B)(6) 2011 of a bifurcated device and a 34mm aortic extension. It was reported the patient died on (B)(6) 2011 due to a rupture of the aorta, at the renal arteries, proximal to the previously implanted stent grafts. A computed tomography scan between the procedure and the date of death did not reveal an endoleak or expansion of the area proximal to the implanted stent grafts.